Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture confirmed by MRI and exchange from textured to smooth implants due to the patients concern with the product. The device remain implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken on posterior assessed, as a surgical impact opening (shell thickness within spec). Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: non-penetrating nick observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side rupture. Confirmed by MRI. And exchange from textured to smooth implants, due to the patients concern with the product. Device has been explanted and replaced with non-allergan device.